Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs.